Event description:
During a laparoscopic assisted vaginal hysterectomy, the surgeon stated there was slow bleeding at the staple line after firing the atw35 across the ip liagment. When the vaginal part was completed, the surgeon looked back and a blood clot had formed. The surgeon stated she felt the bleeding came from the peritoneum. There was no consequence to the pt.